Event description:
A nurse at the user facility reports that one of the haptics of the intraocular lens was straight. An unplanned vitrectomy was required. The association between the vitrectomy and the intraocular lens is not known.